Event description:
When the product was connect to the carto system, error code continued to show on the screen until a new catheter of same type was used, no error code and replacement product worked fine.